Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery when placing the mesh on hernia defect the mesh was tearing up; cracking automatically at 14 to 15 locations of mesh. The procedure was completed with the same mesh. There were no adverse patient consequences reported.